Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Staples dropped out of the stapler. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600308 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/23/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and tc (B)(4). The stapler was returned without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be misaligned. No other defects or anomalies were observed. The stapler was received with 32 staples left in the cartridge indicating that at least 3 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. At this time, the remaining staples realigned themselves. Another attempt was made and the staple was able to properly form. This was repeated several times with the same result. To simulate insertion into the skin, three staples were other remarks: able to successfully attach to a foam pad. The remaining staples were fired with no issues. Only the first staple was unable to form properly. The misalignment of the staples prevented the first staple from properly forming. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent the first staple from properly forming. The staples were able to realign during functional inspection and most of the staples were able to form properly. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples fell from stapler" was confirmed based upon the sample received. The sample was returned with the staples misaligned but the staples got realigned after the first staple was fired. Upon functional inspection, the first staple was unable to properly form but the rest of the staples functioned properly. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Staples dropped out of the stapler. There was no patient injury.